Event description:
Voluntary medwatch received states that the patient presented with sinus bradycardia. It was noted that the right atrial (ra) lead had a low evoked response resulting in an unsuccessful ra automatic threshold (raat) test and subsequently loss of capture due to a high capture threshold. Further ra lead evaluation and ra lead revision was suggested; the ra lead is still in service. There were no patient consequences.